Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient on impella cp experienced lactate dehydrogenase and alanine aminotransferase elevated, urine pink-tinged, no suction alarms on the impella reported. Decision to explant cp.

Manufacturer narrative:
Corrections e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Data logs were reviewed and the logs showed some suction alarms on first day of support. Additionally, on first day of support a motor current spike with speed deviation was observed. The cause of the hemolysis was most likely due to biomaterial ingestion based on ingestion signature found in returned data log analysis. Device history review: the device passed all the post sterile inspection checks.